Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port products that are cleared in the us. The product classification code for the powerport isp m.r.I. Implantable port product is identified. The lot number for the malfunction was provided and a lot history review will be performed. The device as well as a photo of the reported malfunction has been returned for evaluation; the evaluation did not identify a fluid leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implanted port allegedly experienced a fluid leak. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) male whose weight was not provided.